Manufacturer narrative:
The user facility report # (B)(4) was received from the intermacs registry. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). An intermacs report was received which indicated that the patient's lvad was exhibiting "power spikes suggestive of an lvad thrombus." The patient was placed on argatroban and coumadin therapy. The lvad function was monitored closely.